Event description:
On (B)(6) 2010, the reporter (an animas rep) contacted animas alleging multiple replace battery alarms with a pump and elevated blood glucose with a pt. The reporter indicated that a pt was admitted to a hospital for dka on (B)(6) 2010. At that time the pump was reportedly disconnected. The reporter did not have any info regarding the pt's blood glucose (bg) level upon admission or what events led up to the admission. She also did not have info regarding the pt's discharge from the hospital on (B)(6) 2010. After the admission, the pt's parents reportedly ordered a new battery cap. According to the reporter, the pump was resumed on (B)(6) 2010. The reporter noted that the pump "continued to give replace battery" and the battery cap did not seem to be fitting correctly. The reporter denied that the case was cracked and indicated that the battery cap was new. The pump's settings were reportedly correct. This complaint is being reported due to the following conclusion: the reporter indicated that the pt was hospitalized for dka. However, there is insufficient info at this time to determine if the pump caused or contributed to the pt's injury.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.